Manufacturer narrative:
(B)(4) date sent: 02/14/25 d4: batch #unk. Additional information was requested, and the following was obtained: did the device cut? Yes if yes, was the cut line complete? The cut-offline was incomplete. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? The cut-offline was uneven. Is the current patient status known? Yes was there any patient consequence or change in the post-operative care of the patient as a result of the event? The patient did not suffer any consequences in the procedure. A manufacturing record evaluation was performed for the finished device ec60a with lot number 123d19; and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the stapler was locked at the time of the shot and the tissue could not be stapled; and at the time of unlocking it, the closing lever was broken. There was no patient consequence nor surgical delay reported. Additional information requested.